Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that after priming an IV tubing with potassium 20meq/100ml sodium chloride and placing the tubing in the pump module the tubing "broke in half" and leaked. The customer reported no patient harm.

Event description:
It was reported that after priming an IV tubing with potassium 20meq/100ml sodium chloride and placing the tubing in the pump module, the tubing "broke in half" and leaked. The customer stated there was no patient harm.

Manufacturer narrative:
The customer¿s complaint of tubing separated and leaked was confirmed. During visual inspection it was observed immediately that the silicone segment was completely separated from the upper fitment. The root cause of the primary set silicone segment separation was due to the set's retainer ring not being assembled onto the set during manufacturing assembly process.

Manufacturer narrative:
The customer¿s complaint of tubing separated and leaked was confirmed. During visual inspection it was observed immediately that the silicone segment was completely separated from the upper fitment. The root cause of the separation could not be definitively determined.

Event description:
It was reported that after priming an IV tubing with potassium 20meq/100ml sodium chloride and placing the tubing in the pump module the tubing "broke in half" and leaked. The customer stated there was no patient harm.